Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 30ga 8mm weuro experienced a mix of product types in a pack. Product defect was noted prior to use. The following information was provided by the initial reporter: during handling of the needles at out production line, one green (0.23x4mm) needles was found between the yellow 0.30x8mm needles.

Manufacturer narrative:
H6: investigation summary no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. An internal investigation identified a previously unknown trap point on packaging line 656. A pen needle could become trapped in the feeder chute to the packaging line. This trap point was in a partially concealed location that made it undetectable during normal line clearance process. This trap point has been identified as the most probable root cause for the incorrect pen needle found in this complaint. See h.10.

Event description:
It was reported that the pen ndl 30ga 8mm weuro experienced a mix of product types in a pack. Product defect was noted prior to use. The following information was provided by the initial reporter: during handling of the needles at out production line, one green (0.23x4mm) needles was found between the yellow 0.30x8mm needles.